Event description:
According to the reporter: the surgeon opened the introducer package and found that the sheath was already split, and could not be used. Another device was opened to finish the port implantation procedure.

Manufacturer narrative:
(B)(4).